Event description:
It was reported that the image quality on the 9800 system was poor. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Event logs indicated 2 over voltage faults. Arching was heard in x-ray tube. Greased the hv cable and performed filament calibration. The system was tested and found to be working as intended and placed back into service.